Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed that the anchor tip had broken off to the side. A visual inspection revealed that the device was returned with the sutures and anchor attached. The anchor had broken to the side proximal to the eyelet, most likely from bending. There was significant debris on the anchor and device handle. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material found that the storage protocols, material specifications, and material tests were appropriately documented. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, improper preparation of the insertion site, or excessive force or torque.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair surgery the twinfix anchor tip broke off. Smith and nephew back-up device was available to complete the surgery. No delay was reported. No other complications were reported. All the broken pieces were removed using suction. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.